Event description:
The customer reported that during a surgery, while tightening, the screw fractured in the middle and the threaded end remained in the pt.

Manufacturer narrative:
Suspected root cause: resistance to insertion was very high and the applied torque exceeded the torsional strength of the screw.